Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event due to a possible missed alert. The day of the event the patient was sleeping next to her husband, when the husband was unable to wake the patient up as they had loss consciousness. No cgm reading was known from that moment, but the patient stated that no low alerts had sounded. The omnipod pump would have done a system reset during the night. The husband took a fingerstick and the blood glucose reading was low (meaning lower than 40 mg/dl). The husband called the emergency as he was not able to give glucose orally, and when the paramedics arrived the blood glucose reading was 23 mg/dl. The patient was brought to the hospital where she arrived around 05:00am and was treated with by injecting fluid ¿directly to the bone¿. The patient was discharged the day after around 05:00am. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.